Event description:
It was reported that a novum iq large volume pump was not infusing the medication correctly during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent preventive maintenance flow rate testing by running 25ml of a solution at 25ml/hour. The device performed according to product specifications. A device history review was unable to be completed due to no infusion parameters being provided; therefore, the reported infusion cannot be confirmed in the logs. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.